Manufacturer narrative:
The device was returned for investigation. It was confirmed to be leaking at the white stopcock joint which caused the reported incident. The root cause of the malfunction was due to a manufacturing operator error, not enough glue was applied on the stopcock joint during the assembly process. Due to reports of similar issues, the product design is being reviewed through dhf0155 to address this issue. We have conducted a lot of history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements.

Event description:
It was reported that during pre-use test, a leak occurred from the base of the white stopcock. Therefore, the device was not used on the patient. Another device was used and the operation was completed without any problems. No injury was reported to the patient.